Event description:
It was reported that the external pulse generator's "hold to deliver" switch was working only intermittently. The generator was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the high rate delivery button was intermittently functioning, the dome was partially collapsed. It was also noted that the upper and lower case halves were broken, the high rate cover was broken, the interconnect flex was out of specification and the main printed circuit board was out of specification.